Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the gripper line was difficult to remove. It was reported that the patient presented with mixed mitral regurgitation grade 4+. The first clip delivery system (cds0601-xtr 90726u144) successfully grasped the leaflets and deployment was initiated. During gripper line removal, approximately 20 centimeters were removed when unusual tension was felt. Standard troubleshooting was performed, manipulating the guide in different directions. The gripper line was sticking out from the back of the guide and was removed without further issue. Once outside the anatomy, a knot or entanglement was observed on the gripper line. The clip had remained stable and well seated at the intended area. Once the cds was removed, a piece of fabric was observed in the steerable guide catheter (sgc), suspected from the previously implanted clip cover. The sgc was aspirated, removing the fabric. Reportedly, there was no resistance advancing into, advancing within, or removing through the sgc. Another clip was successfully implanted, using the same sgc. The mr had been reduced to trace. The were no adverse patient sequeala and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The returned device analysis was unable to test the reported physical resistance/sticking (gripper line ¿ difficulty) as it was related to procedural condition. Additionally, the reported material split, cut or torn (clip cover) could not be tested as this component was not returned. The gripper line and one suture knot were returned. The entanglement on the gripper line was confirmed during the analysis. The material separation/detachment of the suture knot was observed since one suture knot was returned to abbott. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported physical resistance/sticking (gripper line ¿ difficulty) was due to the reported entanglement in the gripper line. A definite cause for the entanglement could not be determined. It is possible that the gripper line became entangled during the unwrapping/removal process; however, this cannot be confirmed. The reported material separation of the suture knot from the gripper arms was related to a potential product issue. The reported material split, cut or torn (clip cover) appears to be due to a combination of the detached suture knot and procedural conditions as the clip cover likely tore during attempts to pull on the gripper line. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as the guide was aspirated, to remove the unknown fabric. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.